Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact required assistance adjusting the pump basal and carb ratio settings. The contact reported that the customer was experiencing an elevated blood glucose (bg) level of 357 (mg/dl) and trace ketones. A correction bolus was delivered to address bg level. The contact was guided through how to adjust the pump settings.